Event description:
A reporter said he had his right knee replaced in august 2023 and he has been suffering from all kinds of complications from there on. He said he cannot do any housework, not able to cut grass. If he is trying to do those activities, he said his knee locks and he will be in pain up to 48 hours. He also said, his knee gets swollen. His knee will not bend or straiten correctly. If he tries to bend it, he will experience pain and the knee gets swollen and locks up. He said the pain hurts all the way from his groin to his foot, and between his toes. He said he was planning to have his left knee replaced; however, he is reconsidering the idea of having an implant based on his bad experience with the right knee implant.